Manufacturer narrative:
Reported event of a separation failure could not be confirmed. Visual inspection of the device found no anomaly on the outer or inner helix; the helix lengths were within specification. The inner diameter of the device docking button where the bullets on the tether interact was within specification. Longevity assessment was normal. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities and passed all quality control tests prior to its distribution.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, post fixation, it was noted that the atrial leadless pacemaker (lp) exhibited separation failure. The lp was not used and a new lp was implanted. The patient was discharged.

Manufacturer narrative:
Correction: section g3. The awareness date should have been (B)(6) 2026 rather than (B)(6) 2026.